Event description:
Clinical study (B)(4) subject (B)(6) pfc sigma rp tc3 revision knee study. Right side. Small vertical crack in upper tibia on insertion of tibial component. Treatment none. Date of surgery (B)(6) 2006 - on set same day. There was no delay in the primary procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. Review of the provided x-rays was unable to confirm the reported event. It is suspected: although not confirmed, that the size of the performed broach possibly may not have been adequate thus resulting in the fracture. The placement and alignment of the implants appeared to be proper. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.